Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory .the device was tested on the bench and the cause of the bvvi was exposure to electrocautery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated breast implant surgery, the device went into backup mode. The physician elected to leave the device in backup mode since it was unknown if the battery would support the backup retrieval. The pacemaker was explanted and replaced. The patient remained stable prior to, during, and post procedure and was discharged as anticipated.